Event description:
(B)(4) MDR - boston scientific received info that one day post implant pacing failure was noted on this right ventricular lead as well as a change in the pacing thresholds. An x-ray revealed a lead dislodgement. The lead was successfully repositioned and remains implanted. No adverse pt effects were reported. Should add'l info become available, this investigation will be updated.

Manufacturer narrative:
(B)(4) MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.